Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that during a routine device interrogation it was noted the lead safety switch (lss) was triggered for the pacemaker and another manufacturer's right atrial (ra) lead due to out of range impedance measurement. Review of the daily measurements showed that the while in unipolar the impedance has run in the mid 200 ohm range while in bipolar the impedance measurements are in the mid 400 ohm range. Oversensing of noise on the ra channel leading to inappropriate mode switches were also noted. The medical personnel noted that they were able to reproduce mild noise while having the patient do push pull isometrics. The medical personnel programmed the lead back to bipolar configuration and planned to discuss the situation with the physician. The field representative was unable to obtain any additional information from the clinic. At this time the pacemaker and another manufacturer's ra lead remain in service and no adverse patient effects have been reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the pacemaker and another manufacturer's right atrial (ra) lead were taken out of service. A new pacemaker and ra lead from another manufacturer were successfully implanted.